Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. The customers blood glucose (bg) level was impacted ranging from 340 to 500 mg/dl. The customer took correction boluses via the pump to stabilize bg level. It was indicated that the customer would continue to use the pump until the replacement arrives.